Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a second prostyle device was deployed; however, upon suture deployment, the foot partially came out of the anatomy. The foot was attempted to be closed but was unsuccessful. Ultrasound revealed the foot was stuck in subcutaneous tissue. Once the foot was verified to be stuff in subcutaneous tissue, the physician felt comfortable pulling on the device a little harder. The device came out completely intact. No vessel damage was noted. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot could not be confirmed as the foot of the returned device was fully deployed and retracted with no anomalies noted. The reported difficulty removing the device and malposition with the foot could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the prostyle instructions for use, states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. In this case, it was determined through ultrasound that the foot was stuck in subcutaneous tissue and the physician felt comfortable removing the device. Additionally, removal of the device with resistance would not have initially contributed to the reported difficulties. The reported difficulties appear to be related to interaction with the patient tissue and the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.